Manufacturer narrative:
Submitted: (B)(6) 2018. The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: on investigation, the display screen was noted to be dim/faded/discolored.

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on (B)(6) 2018.